Manufacturer narrative:
No conclusion code available. The reported longevity anomaly was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench and no anomaly was found. The cause of the longevity anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced. The patient was asymptomatic.